Event description:
No additional information was provided. Please see h10.

Manufacturer narrative:
The visual analysis and investigation of the returned coil system found the implant to be separated from the pusher with coils severely stretched and broken at the proximal section and tangled on a snare device. The pusher was not returned for evaluation. The implant coils for the devices with the material number 45-450620 do not have a stretch resistant monofilament per the build card and label reference. Without the return and evaluation of the pusher to inspect the attachment monofilament, the investigation is unable to determine the mode of separation (i.e., unintentional vs normal detachment using a detachment controller). Since the investigation could not verify the mode of implant separation due to the absence of the monofilament, the reported event is considered non-verifiable. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that the physician was performing a splenic artery embolization. The was opened with no apparent product issues out of package and was inserted into 5fr catheter to the splenic artery. The coil was deployed partially into splenic artery and the physician needing to adjust coil placement, attempted to pull back with no success and was unable to push or advance the coil. The physician attempted to flush the coil out of catheter with no success. While attempting to pull the coil back out of catheter, the coil partially detached from the pusher wire. A portion of the coil was in the artery and the remaining coil portion was in the 5fr catheter. The catheter was then pulled back which left the tail of pusher wire in the aorta. A snare was used to retrieve the remaining pusher wire and coil from the patient successfully and the physician continued with the surgery.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.